Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the complaint was confirmed; since the device has no image issue. The most probable cause of the complaint was traced to component failure expected or random component failure without any design or manufacturing issue. Due to electrical/electronic component problem identified the performance of an electrical or electronic component was found to be inadequate. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope experienced a whiteout image. The issue occurred during a diagnostic colonoscopy. There was a slight delay and no reports of patient harm.